Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed insulin flow blocked during bolus. Customer stated that the infusion set and reservoir were changed in the morning. Blood glucose value was 276 mg/dl. Customer was advised to perform fixed prime; insulin did not exit and device alarmed again. Customer was advised to perform manual prime and noticed there was resistance with the plunger push. Customer was advised to change the entire infusion set and reservoir.